Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. Received customer pictures. We have no remaining inventory for any of the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer provided photographs and reported "sticky gel" in the serum. The customer advised it appeared the gel is breaking down after centrifugation possibly in transit to the laboratory. The customer advised they are unsure if heat affected the gel barriers; most specimens are from their (B)(6) location, others (B)(6). The customer advised the picture of the substance on the stick is what has been floating in the serum after arriving at the laboratory for testing.